Manufacturer narrative:
Unit received with no button response due to flattened (esc and act) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. No button error alarm during testing. Unable to verify numbers ramping and perform the displacement test and self test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 136 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error while trying to bolus. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced.